Manufacturer narrative:
The insulin pump power up properly after battery was installed. The device was received with all buttons responding properly. No frozen screens were noted. The device had cracked case at display window corners, cracked display window corners, and minor scratched lcd window.

Event description:
It was reported that the insulin pump had a frozen display and an unresponsive keypad. The blood glucose reading was 12.4 mmol/l. The caller stated that no alarm occurred after or during the unresponsive button event. He stated that the buttons did not work in less than 5 minutes without a battery change. He noted that he had tried a new battery, and the issue persisted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed I n the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.